Manufacturer narrative:
(B)(4). If additional relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was treated with injection reflin (1gm per day) and injection tobramycin (40mg per day), routes not reported. Patient outcome was unknown. No additional information is available.